Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a peeled acoustic lens exposing the glue layer, a gap between the acoustic lens and the ultrasound probe with insufficient adhesive in the distal-end screw holes, and foreign objects present in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the peeled acoustic lens exposing the glue layer and the gap between the acoustic lens and the ultrasound probe with insufficient adhesive in the distal-end screw holes were most likely due to a component failure and for the foreign objects present in the nozzle, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.